Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.

Event description:
The customer called to report that her bg's started to elevate the second day after activating a pod. She experienced sporadic high bg's (353-458mg/dl) despite having administered multiple correction boluses. The pod eventually initiated an alarm, at which point, it was removed and replaced - the new pod was successful at lowering her bg's. The suspect pod will be returned for eval.